Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to the information received, the inspiratory flowmeter was replaced. The defective part has been requested for investigation. The reported issues were confirmed in the provided device's logs.

Event description:
It was reported that the ventilator had a leakage. The ventilator generated an alarm indicating expiratory minute volume low. Moreover, the device failed the flow transducer test during the pre-use check. There was no patient harm. Manufacturer's ref #: (B)(4).